Event description:
The patient experienced a loss of therapeutic effect starting two weeks prior and pain at the lead site starting 1 week prior. The pain was relieved when the stimulation was turned off. Further information is being requested from the hcp.